Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 444mg/dl at the time of the incident. The customer reported that just now they received insulin flow blocked alarm. Customer states the insulin exited during 5.0u fill cannula. The customer won¿t accept any blood glucose. The customer puts in 442 into bolus wizard it won¿t deliver insulin. The customer was on steroids prednisone and knows why she was high. The customer can smell insulin. The customer¿s blood glucose was then 334mg/dl and the pump was saying its blocked again. The customer¿s blood glucose was 419mg/dl and sensor glucose was 332mg/dl. The sensor read over 400mg/dl and blood glucose was over 400mg/dl this morning. She started off at 87mg/dl and took steroids hours later. The insulin pump will not be returned for analysis.